Event description:
On (B)(6) 2014, I had molar in my lower right jaw removed. The oral surgeon, dr (B)(6) placed some endobon xenograft granules by biomet in the socket, in order to prepare the area for a future implant. The first six days post-op were uneventful, until the 7th day when I started having a lot of pain in the extraction area, seven in a scale of 1 to 10. Being a health care professional, registered nurse (bsn), I knew that this kind of pain so many days after surgery was not normal, so I called my oral surgeon and went in on (B)(6) to be checked. The surgeon examined irrigated...the socket with normal saline, he stated that there was a small infection, he also told me to resume taking the antibiotics clindamycin 350mg three times a day and come back in two weeks. On (B)(6) I continued to have a lot of pain, so I decided to get a second opinion, I called another oral surgeon that my dentist recommended and he told me to give the clindamycin a few more days and also stated that if I was still having pain by (B)(6) that the graft needed to be removed and that he would contact dr (B)(6). I continued to take the antibiotics, and went back to see dr (B)(6) on the week of (B)(6), and it was decided that the graft would be removed on (B)(6). The graft was removed on (B)(6). On (B)(6) I was still experiencing a lot of pain again, 7 in a scale of 1 to 10, swelling of the jaw, difficulty swallowing, felt awful in general, and noticed a painful lump on my right lower jaw. I called dr (B)(6) and went in to have the area checked, he examined me and stated that the reason I was having so much pain was because he had been aggressive during the removal of the graft in order to clean everything thoroughly. I asked him about having a CT scan because I was afraid that I had osteomyelitis of the jaw, he replied that it was too soon to have a scan to rule out osteomyelitis. After leaving dr (B)(6) office, I was not satisfied with his answers so I went to the emergency room of (B)(6) hospital. At the emergency room, they did a CT scan and a cbc. The results were negative for infection. The symptoms had subsided for the most part, although I still had the lump in the right lower jaw. On (B)(6), I started experiencing pain on and off on the extraction site again. The pain is sharp and stabbing in nature. Today, as I write this report I am experiencing sharp stabbing pain on and off in the right lower jaw. Surgeon's name: (B)(6) dmd, md, office is located at (B)(6). Following is the information on the graft: endobon xenograft granules, volumen 0.5ml, particule size 0.5-1.0mm, bovine-derived hydroxyapatite, ref: rox05, lot t0034084, qty: 1, 2016-02, sterile r, manufacturer: biomet, (B)(4). Dates of use:(B)(6) 2014 - (B)(6) 2014. Diagnosis or reason for use: for implant placement in the future.